Manufacturer narrative:
Other text: correction: product code added

Manufacturer narrative:
Device evaluation results: one medfusion 4000 pump was returned for investigation in good condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem "primary audible alarm bgnd test" was found in the event log. The occlusion test was used during investigation but the reported alarm was unable to be duplicated. The intermittency of the error was not determined. The speaker test found at level 1 the value is 11-11 (the valid range 9 to 20), at level 5 the value is 155-155 (the valid range is 130 to 245). Speaker level set at 2, test value 22-22 (valid range is 16 to 40). A visual inspection determined that the j9 connector glue was broken off by the customer. The speaker was replaced proactively and the j9 connector was fully seated and properly glued on 3 surfaces - both sides. The pump subsequently passed all functional and preventative maintenance testing.

Event description:
It was reported that a smiths medical medfusion pump exhibited a system failure primary audible alarm during a background test.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement. (Updated h6), corrected data: correction: product code added.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records.